Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the clinician observed leakage from the pre-tested tracheal tube cuff. The unit was removed and replaced for a similar device.